Event description:
It was reported that the user experienced a prolonged low blood glucose, with a lowest continuous glucose monitor reading of 54 mg/dl and a concurrent fingerstick of 61 mg/dl, after not performing any meal announcements; the user treated the hypoglycemia with oral carbohydrates including fruit, partial burger and honey bun, and candy, and the glucose was trending upward. Symptoms included hypoglycemia. Outcomes included medication-level intervention in the form of oral glucose treatment. Investigation included communication with the user, analysis of the information provided, and review of user interaction with the device user interface. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure due to failure to follow instructions related to meal announcements, with the user interface being the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.